Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to an outside center¿s emergency department with chest pain, and that the lvad system controller produced the controller clock not set advisory alarm. It was reported that it appeared that the lvad system¿s external power supply was depleted, followed by depletion of the system controller backup battery, and resulting in the controller clock not set advisory. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed the pump stop and clock reset events were due to all power source depletion. At the end of the log file power was restored and the pump returned to operating at the set speed. While in the emergency department, the primary system controller¿s clock was set. No substantial lvad parameter changes occurred. The patient¿s system controller was not replaced. The patient was discharged from the emergency department in stable condition with recommendations to follow up with the primary lvad clinic. Reportedly, the patient had a history of noncompliance and sleeping with the lvad system powered by batteries. The patient was educated on multiple occasions. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of total loss of power to the system controller due to depleted external batteries and the internal battery was confirmed based on the evaluation of the submitted system controller log file. The log file showed normal pump operation with stable parameters until the pump stopped for an undetermined amount of time as a result of a total loss of power to the system controller, indicated by a time clock reset to 01jan2001 1:00 following timestamp 30may2017 3:11. The total loss of power/pump stoppage event was preceded by low battery advisory/hazard and no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal emergency backup battery. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed with baseline parameters. The patient remains ongoing on vad support and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.